Event description:
Initial info reported by a physician to a sales representative on 29-oct-2010, and additional information was received from an office manager on behalf of the physician on 02-nov-2010: a (B)(6) female pt received treatment with poly-l-lactic acid (sculptra aesthetic) (lot # unk, expiration date unk) on (B)(6) 2010, for the first time, for cosmetic reasons. She received poly-l-lactic acid along with lidocaine as per office protocol. She was injected in her temple and cheek area and "all over her face". Two weeks after her injection ((B)(6) 2010), she reported bumps along the injection site on her temple, under her skin. The rptr did not know the size of the bumps. She came into the office on (B)(6) 2010. No treatment was given to the pt, but she did receive massage therapy. Concomitant medications included blood pressure medication and a sleep aide. Medical history included irregular heart beat and (B)(6). She was scheduled to come to the office on (B)(6) 2010, for a follow-up appointment. The rptr was not sure whether or not the bumps were ongoing at the time of the report. The pt was scheduled for a follow-up appointment on (B)(6) 2010. No further relevant info was reported.

Manufacturer narrative:
The returned transmitter was visually inspected and confirmed to have cracks in the thermistor area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B)(4) district office on 14 apr 2009. This is a final report.

Event description:
A customer reported they observed a crack in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action (B)(4) was reported to the (B)(4) office on 14 apr 2009.